Event description:
It was reported the patient passed away on (B)(6) 2014. The cause of death is unknown. Follow-up with the patient's physician revealed no further information regarding the patient's cause of death. The physician's office was unaware the patient had passed away. It is undetermined if scs devices were still implanted at the time of death.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.